Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2005. Subsequently, the patient began to experience pain and had elevated serum ion levels. A revision procedure was performed on (B)(6), 2010 and the acetabular cup, modular head and two screws were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. No further details were provided. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. A device history record review is in progress.

Event description:
An event was received through the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of approximately 12 years (148.63 months) due to unknown reasons and was replaced by and edwards lifesciences valve.